Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified proximal right coronary artery (rca), posterior descending artery of the rca and atrioventricular of the rca. A 3.00mm x 15mm emerge balloon catheter was selected to dilate the lesion. It was noted that the balloon ruptured. The number of inflations and to what atms is unknown. The device was removed intact. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of emerge balloon catheter with no other devices. There was blood in the balloon. The distal tip was damaged. Magnified inspection did not reveal any damage or irregularities of the balloon. Microscopic examination presented no irregularities of the markerbands that could have contributed to the damage. No proximal weld damage was found in the proximal bond. The device was inflated to the rated burst pressure (rbp) for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other anomalies. Inspection of the remainder of the device presented no damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified proximal right coronary artery (rca), posterior descending artery of the rca and atrioventricular of the rca. A 3.00mm x 15mm emerge¿ balloon catheter was selected to dilate the lesion. It was noted that the balloon ruptured. The number of inflations and to what atms is unknown. The device was removed intact. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.